Manufacturer narrative:
Product event summary: the device was returned and analyzed.the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.however, performance data collected from the device was received and analyzed. Analyst also noted: insertion tool and tray discarded at preliminary. H7: this device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time (rrt) alert was triggered on (B)(6) 2016. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was found in recommended replacement time (rrt) out of the box. The device was not used. No patient complications have been reported as a result of this event.